Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified. The cause was determined to be a failing ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. The event occurred during testing in the biomed service. There was no patient involvement. No additional information is available.